Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that patient wearing suresmile retainer experienced sharp edges that caused bruises, cuts lingual retraction on teeth #29 and #30.

Manufacturer narrative:
Investigation results: we reviewed the DHR for (B)(6) / patient ID#: (B)(6) / practice ID#: (B)(4), qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift in an auto bag-and-box operation on september 4, 2024, manufacturing supercell sc1, equipment pua-07. Photo investigation: the provided evidence shows a set of retainers (uret sn: (B)(6) and lret sn: (B)(6) for patient (B)(6). The retainers show spots with green film residue on the cusp of the premolars. The available evidence does not clearly show any condition related to sharp edge issues.